Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's sound abatement foam. The patient has alleging eye irritation, dizziness, headache and cancer. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer found no error codes and no secondary findings. The manufacturer concludes, there was evidence of sound abatement foam degradation.